Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: corrected: h6. Product complaint # (B)(4). Investigation summary : no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The literature article entitled, "early osteolysis following second-generation metal-on-metal hip replacement" written by youn-soo park, md, young-wan moon, md, seung-jae lim, md, jun-mo yang, md, geunghwan ahn, md, and yoon-la choi md published by the journal of bone and joint surgery, incorporated 2005 was reviewed. The article's purpose was to investigate the possible role of metal hypersensitivity with skin-patch tests, histopathologic examinations, and immunohistochemical analysis of samples of periprosthetic tissue retrieved at the time of revision operations. The data was compiled from 165 patients (169 hips) with mean age of 54.8 years and average duration follow up 27.2 months receiving primary tha between april 2000 and march 2002. Depuy mom bearing products were utilized for mom patients. All mom patients received srom modular hip system (ti material) with ultima cup (cocr) and ultima metal liners (cocr) with cocr femoral head. Adverse events associated with depuy products: periprosthetic osteolytic lesions within greater trochanter superior to proximal lateral aspect of srom sleeve (none on acetabular side), revision surgery due to osteolysis and recurrent dislocation with explantation of bearing surfaces (qty 2 - no metallosis detected intraoperatively but article mentions "fine scratches in the femoral head with no visible areas of wear - no information provided on liner), generalized eczematous or urticarial reaction post implantation (patients had a positive patch test for both cobalt chloride and nickel sulfate hypersensitivity) - no indication of these patients received interventions, nonunion of a femoral osteotomy treated with revision surgery for dual onlay strut allografts and cable fixation, incomplete sciatic nerve palsy that self resolved almost completely by 12 months postoperatively. Histologic examination of the two revised hips reveal presents of lymphocytes and mononuclear phagocytes in both cases with identified t-cells in further investigation. Also in respect to the retrieved bearing surfaces the article states "no notch or groove was apparent in the neck of the femoral component that would have been suggestive of impingement between the socket and the femoral neck." No debris or visual signs of metallosis during revision surgery.